Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the device blade did not cut. The case was completed with another instrument and there was no consequence to the pt.